Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) followed up with the site, and it was noted that the user identified the cause of the issue while using the system. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) 3 lowered itself after the surgeon left the surgeon side console (ssc). According to the customer this caused a dangerous situation where instruments moved towards the organs unexpectedly. No patient was harmed. The customer was not able to describe if the movement happened on usm 3 insertion axis or the set-up joint (suj). The procedure was completed with no reported injury.